Manufacturer narrative:
Diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-21531 1627487-2020-21534. It was reported that patient's ipg was not able to turn on MRI mode due to high impedance. As a result, surgery intervention might take place to address the issue.